Event description:
Boston scientific was notified that during a procedure a fastracker-325 vascular access system with transend 18 guidewire and microcoils were used for a selective renal embolization. The procedure initially went well, then had difficulties in pushing the coil out of the catheter with a coil pusher. Finally the coil was deployed proximal to the target area. The catheter was withdrawn and splitting of the end was found. No complications with the pt occurred during this event.